Event description:
It was reported that the abutment screw fractured and both fracture parts were returned for investigation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number not available.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following section has been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. After additional information was received on jan 14, 2022, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806-2021-02053 submitted on oct 25, 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. A certain® low profile one-piece abutment 3.4mm(d) x 1mm(h) (ilpc341u) visual evaluation of the as returned product identified abutment had screw fractured inside of it, but no fracture at the threads. Pre-existing conditions, tooth site and duration of placement were unknown due to limited information provided by customer. Devie history recprd (DHR) reviews could not be performed for the products reported as the lot numbers were not available. Complaint history review. A year-long complaint history review by item number was performed for similar category using keyword 'fracture screw' and no complaint about nonconforming products were identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fractures) or product. Based on the available information device malfunction has not occurred and the reported event was not confirmed.

Event description:
Abutmet was removed due to a screw fracture inside of it.